Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has blank display. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Device had blank flashing white lcd due to moisture damage. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to moisture damage.